Manufacturer narrative:
Concomitant product(s): product ID: 8731sc serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp, rep) via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain / other non-malignant pain. It was further reported that they thought the pump contained morphine, but they were not quite sure. It was reported the patient was having insufficient therapy and the healthcare provider (hcp) attempted to aspirate from the catheter access port (cap) and was unsuccessful. The date of event was unknown. The catheter was explanted and a brand new catheter was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the motor stalls and motor stall recoveries that occurred on (B)(4) 2018, it was indicated that the patient experienced withdrawal symptoms of nausea. The cause of the multiple motor stalls that recovered on (B)(4) 2018 was indicated as having been unknown. The patient¿s weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The hcp who initially reported the event to the company representative was clarified. It was indicated the cause of the inability to aspirate via the catheter access port (cap) was unknown. It was further noted however that the catheter did appear to have been revised more then anticipated with more segments found. Refer to MFR report number 3004209178-2014-05299 regarding prior event. The patient¿s weight at the time of the event was unknown. A full system replacement was performed. The device was to be returned to the manufacturer for analysis.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter; product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-jul-2015, UDI#: (B)(4); product ID: 8731, serial/lot #: (B)(4), ubd: 02-feb-2008, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6 - eval code-method (B)(4) no longer applies. Eval code-result (B)(4) no longer applies. Eval code-conclusion 67 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer for analysis on 2018-oct-11. It was indicated the device had been used to deliver 25 mg/ml of morphine at 10.923 mg/day. Per the device interrogation returned with the device, a motor stall occurred on 2018-(B)(6) at 13:23 and recovered at 14:08, the same day. A second motor stall occurred at 14:48 and recovered at 15:29 (the same day, 2018-(B)(6)).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter component with serial number (B)(4) revealed a compressed area in the catheter body. Analysis of the catheter component with serial number (B)(4) revealed a non-significant anomaly; catheter was returned in-complete / in segments. The results code and conclusion code refers to the catheter (serial number (B)(4)). The results code and conclusion code pertains to the pump. If information is provided in the future, a supplemental report will be issued.